Event description:
The customer called for assistance with her new contour next system. During the call, she received a control reading of 125mg/dl. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. Customer returned the test strips for evaluation. New meter, strips and control were sent to the customer.